Event description:
The catheter was fractured. The pump and catheter were explanted. There was reported to be no pt injury and the pt recovered without sequela.

Manufacturer narrative:
(B)(4). Devices have been returned to the MFR for analysis. A follow-up report will be sent when the analysis is complete.